Event description:
The customer reported to olympus, the telescope, 10 mm, 0°, quick lock, autoclavable had a broken light post. There were no reports of patient harm.

Manufacturer narrative:
G4:k923982/ k912362. The subject device was returned to an olympus repair center for evaluation and the reported issue was confirmed. The device evaluation found that the light guide (lg) post was broken off. It was also found that there were minor dents on the outer tube, distal fiber breakage and debris in optical system. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 23 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be due to excessive use and, due to the age of the device, wear and tear. Olympus will continue to monitor field performance for this device.